Event description:
A customer reported to baxter (B)(4) of a flo gard blood set in which roller clamp was missing. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "a flo gard blood set in which customer found missing roller clamp" was confirmed during visual inspection of the sample. The assignable root cause of the reported condition is unknown. No repairs were made since this is a single use device. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.